Event description:
A pt reported experiencing inaccurate erratic results with a ot ii meter. The pt's blood glucose results were 409 mg/dl, 206 mg/dl. Tests were done <10 mins apart with a difference of 59%. Pt did not experience any adverse event. No further info has been reported.